Event description:
It was reported that there were high impedances of greater than 40,000 ohms. It was stated that the electrodes with the issues were "sometimes 0; 1; 2; 3". It was noted that "by measuring 1 was the impedance 1079". It was not clear exactly what that meant. It was noted that no actions were taken as a result of the event. It was reported that the patient had a change in gait as a result of this event. The location of the issue was the patient's left side implant. Additional information received reported that there were no other diagnostic tests performed. No malfunctions were seen and the cause of the issue was not reported. No interventions had been planned. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 3389-28, serial# unknown, product type lead; product ID 64002, serial# unknown, product type adapter. (B)(4).